Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 495 mg/dl and current was 437 mg/dl and 467 mg/dl. Customer did not take insulin for his breakfast. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.